Event description:
According to the hosp, with the pt in the prone position for lumbar surgery, on an ortho ii orthopedic table with ia board in place, an incision was made when the ia board "collapsed" causing the pt to fall forward. Surgery was postponed unit the following day. The hosp stated the pt suffered no apparent injuries.